Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for elective generator change, it was noted that the lv lead had been turned off due to diaphragmatic stimulation. There was no time-line for when the stimulation first began. Lead was explanted and replaced successfully without adverse consequences to the patient. The patient was stable post-procedure. The patient is doing well and will be monitored with routine follow up.

Manufacturer narrative:
The lead was also dislodged.

Event description:
The lead was dislodged also.

Manufacturer narrative:
External insulation abrasion was noted at 56.0 ¿ 56.6 cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.